Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display on insulin pump. The customer¿s blood glucose level was 227 mg/dl. Troubleshoot was performed for blank display however the display did not return. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.